Event description:
Asr revision; asr resurfacing- right; reason(s) for revision:metallosis. Update rec'd (B)(4) 2013 - new reason for revision alval/ soft tissue damage. Update received: (B)(4) 2013 - confirmed revision date took place: (B)(6) 2013.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr resurfacing- right. Reason(s) for revision:metallosis. Update rec'd 10 sep 2013 - new reason for revision alval/ soft tissue damage update received: 20th november 2013 - confirmed revision date took place: (B)(6) 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision asr resurfacing- right reason(s) for revision:metallosis update rec'd 10 sep 2013 - new reason for revision alval/ soft tissue damage update received: 20th november 2013 - confirmed revision date took place: (B)(6) 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.